Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic - pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("allergy: nickel"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and allergy to metals had resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, allergy to metals, device expulsion, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: nickel, expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event of "injury" was updated with pain : chronic - pelvic pain. Additional events added - abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: nickel, expulsion, she did not underwent essure confirmation test. Reporter information was added. Outcome of the events " pain, allergy, bleeding" was updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.